Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, customer found the host pc was not powering on and they had to turn on the pc manually. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed that the system was not booting up. Upon troubleshooting the customer found that the host pc was not powering on. The philips engineer provided customer with part number. No further action was taken. However, the issue reoccurred, and customer replaced the host pc and later rse provided the license to the customer. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.